Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while suturing, the needle broke. To resolve the issue, another suture was used. There was no patient injury.